Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2017 with the following findings: a review of the pump¿s black box showed evidence of a loss of prime warning (cs162) with zero force on the date of the complaint. During testing, the force sensor calibration was found to be within required specification. The complaint of a load step malfunction issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the pump case where keypad meets battery compartment. No evidence of moisture contamination inside battery compartment. The pump was opened and there was evidence of moisture contamination inside the pump on the force sensor flex cable and multiple internal components on the printed circuit board.